Manufacturer narrative:
Pump received with a critical pump error and multiple sequential software error detected alarm in the pump history (line number = (B)(4) and file number = (B)(4)) due to software error. Unable to verify pump shock complaint, battery stuck complaint and perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Event description:
The customer reported via phone that the she was about to change battery of her insulin pump but she got shock when the battery stuck in the compartment she already tried everything just to removed it but still the battery wont go out. Customer¿s blood glucose was 134 mg/dl at the time of incident. The device will be returned for analysis.